Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155442.

Event description:
Voluntary medwatch received states the patient's right ventricular (rv) lead exhibited bipolar lead impedance warning. No interventions or patient symptoms were reported.